Event description:
Patient went into the MRI(magnetic resonance imaging) room with her walker and it was sucked into the MRI tube. No injuries from that. Engineer came out to try and get the walker removed from the MRI tube that day. The engineer had part of the tool that was being used to extract the walker break and strike him in the face. This cause facial fractures, cuts, and a concussion to the engineer. The engineer was evaluated at the site and 911 was called to take him to the hospital. The engineer was admitted to the hospital and as of today, he is doing better but still being watched in the hospital.